Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed with oversensing on all stored electrograms (egm) which appeared to be interference related to the use of cautery during the implant procedure. The device remain in use. No patient complications have been reported as a result of this event.